Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), implanted: (B)(6) 2021, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they were receiving software problem, 1-intellis, 2-3.6, 3-1569, 4-app manager and patient was feeling jolting down their leg. Tss had caller reset controller and they were able to then initiate recharging session which showed controller at 90% and ins in the red. Tss reviewed that ins is depleted and off and will need to be recharged before it can be turned back on. The troubleshooting steps that were taken on the call resolved the issue.